Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from biomedical. The surgeon was able to complete the procedure with low luminosity. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the system had low illumination coming from their illuminators. The surgery was completed with the low illumination. There was no patient impact. The company service representative examined the system and was able to replicate the reported event. The xenon lamp was replaced from the auxiliary illuminator and the issue was resolved. The company service representative also replaced the xenon lamp on the tabletop illuminator, but the issue persisted. The illuminator module was then replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on july 25, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to nonconforming xenon lamp and illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a vitrectomy procedure the lighting from the illuminator was low. Several probes were tested and settings adjusted with the same result of low illumination. The case was completed with no harm to the patient.